Manufacturer narrative:
B5.describe event or problem updated to senseonics was made aware of an incident where the user complained of frequent sensor disconnections the sensor was inserted on (B)(6) 2025 and the issue began appearing since then. A transmitter replacement did not resolve the issue and the user was redirected to hcp to discuss about next steps, such as removal and replacement of the sensor. The issue did not lead to any adverse event nor caused any patient harm. B4.date of this report 01 august 2025. G3.date received by the manufacturer? 01 august 2025.

Manufacturer narrative:
As part of initial troubleshooting process, the customer was asked to perform a placement test which resulted in "poor to no signal". The case was escalated to technical support team who determined that the issue could be with the transmitter and a transmitter replacement was given to help resolve the issue. Despite the replacement of transmitter, the customer continued to receive "no sensor detected" alerts very often.since the poor signal and disconnections continued with the new transmitter, the customer was then redirected to hcp to discuss about next steps such as removal and replacement of the sensor as the sensor might have been placed in a non-ideal location or inserted too deep. The customer reached out to the hcp and sensor would be replaced. No further information was received regarding sensor removal.

Event description:
As part of initial troubleshooting process, the customer was asked to perform a placement test which resulted in "poor to no signal". The case was escalated to technical support team who determined that the issue could be with the transmitter and a transmitter replacement was given to help resolve the issue. Despite the replacement of transmitter, the customer continued to receive "no sensor detected" alerts very often.since the poor signal and disconnections continued with the new transmitter, the customer was then redirected to hcp to discuss about next steps such as removal and replacement of the sensor as the sensor might have been placed in a non-ideal location or inserted too deep. The customer reached out to the hcp and sensor would be replaced. No further information was received regarding sensor removal.